Event description:
User experience leak coming out of the analyzer and to the surrounding area. User stated no problems have been noticed with patient results. No one slipped or fell due to liquid. The field service representative determined contamination caused a blocked drain for sample probe cleaning resulting in an overflow of fluid. He flushed the line to clean it out.